Event description:
Reported by user: unable to change from a pressure to flow screen. Also unable to change fraction of inspired oxygen and synchronized intermittent mandatory ventilation rate. Laptop froze. Symptoms identified: fraction of inspired oxygen button would flash when pushed, but value displayed did not change. Unable to change graphics screen from flow to pressure. The button would flash, but no change. Unable to change synchronized intermittent mandatory ventilation rate.